Event description:
While servicing the ventilator, a code in the device diagnostic log history indicated a restart occurrence. The customer did not report the occurrence during any previous usage. There was no patient harm reported. The manufacturer's service technician was unable to duplicate fhe occurrence during testing. Applicable testing was performed and tests passed per operating specifications.